Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) battery mode is not functioning. There was no patient involved.

Manufacturer narrative:
Additional information: e1 (event site postal code:(B)(6), event site state: (B)(6)). Getinge field service engineer (fse) found as informed by the engineer, the machine's battery mode is not functioning. No one was harmed onsite. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery mode is not functioning. There was no harm on site reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number :(B)(6)a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) checked the equipment and found the problem suspect with power supply. Fse need power supply board for testing purpose after replace further diagnostic will be done. Due to regulatory issues, the power supply unit cannot be imported and as a result fse have not shipped the material to the customer. Unfortunately, fse did not have the required power supply unit in stock and due to some regulatory issue it may take more time to arrange the required part. However as per discussion with biomedical engineering manager, the customer is unable to wait further and decided to condemned this unit. So, based on that the fse closed this order. As factory has declared end of support also for this model which has been also submitted already. Since, the power supply unit was not available, the problem is still not solved.